Manufacturer narrative:
(B)(4). Covidien service engineer (se) was not authorized to service the device. Therefore, the repair cannot be verified.

Event description:
Customer reported the 840 gui cpu failed. No patient involvement. Customer declined vent repair.